Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer¿s blood glucose was 190 mg/dl. The customer was assisted with troubleshooting. Customer reported that they received low battery alarm. Customer stated that this was second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Customer stated that the battery cap was not loose, cracked or damage. Customer stated that he during troubleshooting the insulin pump error alarm was cleared. The device will be returned for analysis.